Manufacturer narrative:
This report is submitted on october 19, 2023.

Event description:
Per the clinic, the patient experienced non auditory sensations, muscle twitching and poor sound quality with the device. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 09, 2024.